Manufacturer narrative:
1038671-2024-04080 multiple MDR reports were filed for this event, please see associated report: 1038671-2024-04080. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. D10. Concomitants - product information: (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6) 02-012-60-1440 - tru stem ext 14mm x 40mm; (B)(6) 02-020-11-0340 - truliant ps cem fem ps cem right sz 4; (B)(6) 1500-sg - cemex system genta 80g; (B)(6) 200-02-35 - three peg patella 35mm; (B)(6) 201-78-97 - 2 pk, schanz pin, 3mm x 145mm; (B)(6) 204-70-00 - tibial stem ext. Screw; (B)(4) (B)(6) - gps implant kit v2. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2018, and then experienced a revision surgical procedure on (B)(6) 2021, approximately 3 years after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.